Manufacturer narrative:
Updated fields: b4, d1(brand name), d4(version or model #, catalog # & unique identifier (UDI) #), d9(device available for eva & return to manufacture date), g3, g6, h2, h3, h4, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: a contact person at the event site is (B)(6), biomedical engineer, (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had out of box failure, pixelated screens, top and bottom. A getinge field service engineer (fse) confirmed and stated while installing the unit he noticed the screen had some pixels that were off color. After replacing the attached part, fse tested the unit. He performed a full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: display. This part was received with a reported unit failure message of pixelated screen. Performed visual inspection of this part received and part looks to be in good condition. Installed the display assy, new coiled cord into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Also, the fat dept. Pumped the unit and did not see pixelation on screen. The failure analysis and testing department could not verify the failure message of screen pixelated. Display assy, passed testing. Retaining display assy, in the fat dept. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an installation performed by a getinge field service engineer (gsfe) the cardiosave intra-aortic balloon pump (iabp) has an out of box failure, pixelated screens, top and bottom. There was no patient involvement reported.